Event description:
It was reported that the device exhibited a hardware issue described as screen delamination, and the user planned to replace the unit and return the original. Symptoms included no alerts or alarms reported. Outcomes included no clinical impact reported and no hospitalization. Investigation included review of the reported condition and assessment for physical damage consistent with screen delamination. Investigation of this case revealed a device hardware defect affecting the display assembly consistent with screen delamination, with no associated software malfunction or alarm behavior. It was concluded, based on previously established findings for similar reports, that the cause was component degradation of the display assembly leading to screen delamination.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.